Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/23/11)-device evaluation: the test strips involved with this complaint was requested but has not been returned to lifescan. The meter has been returned and evaluated by lifescan product analysis with the following findings: the returned meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate low readings on his one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that on (B)(6) 2011 at around 1:00pm, he tested his blood glucose and obtained a 16.7 and less than 30 minutes tested on another meter and obtained an 18.2. The patient mentioned that a few minutes after testing he went into a "diabetic kill" and began feeling symptoms of "hypoglycemia" and was also vomiting all day. The patient went to the hospital and was hospitalized for a blood glucose of 778 mg/dl and was treated with insulin. No further clinical information was provided. It would have been helpful to know what his readings were prior to the event, why the meter was reading with decimal point, time difference between the 2 meter readings and the hospitalization, how long patient was in the hospital and whether the patient's diabetes regimen was changed due to the alleged issue. The complaint is being reported since the patient alleged that due to the low readings, he developed symptoms and had to be treated and hospitalized for a blood glucose of 778 mg/dl.